Event description:
During the surgical procedure, the conmed helix was utilized. The grounding pad was properly attached to the patient. The rn connected or plugged the bipolar cord into the incorrect port, which was the argon beam coagulator port. As the physician commenced the surgery, it was observed that the bipolar tip was firing without activation of the foot control, which was unexpected since the cord was plugged into the incorrect port. The physician requested a reduction of power. However, the bipolar tip came in contact with the patient's right lower lid resulting in a superficial burn.